Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2017 with the following findings: a review of the pump black box data showed no unexplained pump reboots had occurred during a visual inspection of the pump, multiple cracks in the battery compartment were observed. There was rust and corrosion observed inside the battery compartment. The returned battery cap and a test battery cap attached to the pump but were unable to tighten securely. A leak test was performed and a battery compartment leak was found. During testing, the pump powered on with no power loss or no power interruption occurring. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the power complaint, investigation revealed a dim, fading display.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter noted that there was moisture present in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.